Event description:
There was a leak at the connection between IV line and PICC during infusion. There's a crack in the orange lumen. This PICC was removed and another had to be placed.======================manufacturer response for PICC, xcela (per site reporter).======================they would like to analyze it.